Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and a scan showed left implant rupture.

Event description:
Patient's legal representative reports pain. The device has been explanted and replaced. This relates to the left side.